Event description:
A peritoneal dialysis (pd) register nurse reported a cycler's screen was blank during an unknown step of setup. Pressed ok, stop, and touched the screen, but screen remained blank. The ok and stop keys made no sound when pressed. The cycler was rebooted then the ok and stop keys lit up, but the screen remained blank. The pd nurse is also reporting a smell of burnt wire on the cycler when they rebooted it. The fresenius technical support representative issued a replacement cycler and advised to discontinue the use of the current cycler. It is unknown if the patient will revert to capd. There was no patient involvement, no harm or adverse event reported. A phone call and written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. The cycler was returned to the manufacturer, and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler showed signs of physical damage on the air tank reservoir. There were visual indications of dried fluid within the cassette compartment. There was visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed ¿ when powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2414 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. Touch screen test passed. Voltage verification check passed. There were visual indications of dried fluid under the pump assembly and the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s).the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a short on the transformer of the inverter board.